Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) ubd: 25-apr-2018, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 1 mg/ml at 0.05 mg/day and fentanyl 1000 mcg/ml at 50 mcg/day via an implanted pump. It was asked but unknown when the event/difficulty occurred. It was reported the patient arrived to the surgery center on the date of this report for a planned pump replacement due to the elective replacement indicator (eri) less than 10 months. While in preop, the physician performed a catheter access study and was unable to aspirate cerebrospinal fluid. The physician replaced the proximal pump segment using the 8784 revision kit. The patient had no recent falls or significant injury. Diagnostics/troubleshooting included a negative catheter access study. The patient last had x-rays on (B)(6) 2021 that revealed the catheter tip at t7. The patient was taken to the operating room (or) and placed in a lateral position. The physician started by opening that the pump pocket. He dissected out the pump and the existing pump segment. Once the catheter was dissected out, he again attempted to aspirate from the catheter access port and had positive return of cerebrospinal fluid. He has determined there was a sharp turn in the catheter that was causing a kink. He also noted some ¿fraying¿ in the middle of the pump segment. He subsequently opted to replace the existing pump segment with an 8784 revision kit. The new pump segment was measured to the same length as the old segment, so there were no changes in the catheter length/volume. The pump was placed back in the pump pocket. Another catheter aspiration was successfully completed. The incision was irrigated and closed. Concentration and dosing of drugs were reduced to prevent symptoms of toxicity/overdose. The issue was resolved at the time of this report and the patient¿s and the patient¿s status was alive- no injury. The patient¿s medical history was asked but unknown.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly, catheter body; deformed in shape and/or abrasion, did not affect infusion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.